Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
It was reported that the helipaq hub was broken and separated. There was no patient injury reported or intervention required.